Manufacturer narrative:
(B)(4). Carefusion was unable to conduct an evaluation on the defective device due to it not being returned to carefusion. The rolling stand was disposed of by the customer.

Event description:
It was reported by the customer that during the transport of a patient, the rolling stand broke off at the base. The respiratory therapist was able to catch the ventilator and docking station before it hit the floor. There was no patient harm associated with this complaint.